Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) reporting the patient's pump contained compounded baclofen 1000 mcg/ml at a dose of 149.9 mcg/day. Start and end date of baclofen was not provided. The patient's pertinent medical history included epilepsy cerebral palsy, and static encephalopathy. The patient had allergies to zithromax and preglan. The patient was prescribed the following medications: baclofen 10 mg tablet tid for spasms, calcium with vitamin d 500 mg tablet once daily for nutritional support, loratadine 10 mg tablet once daily for allergies, lipitor 20 mg tablet once daily for cholesterol, phenytoin suspension 125mg/5 ml(4ml bid and 2 ml once daily for seizures), sorbitol 70% solution 30 ml once daily for constipation, valporic acid 20 cc once daily for seizures, valporic acid 25 cc once daily for seizures, valporic acid 30 cc once daily for seizures, amitriptyline hcl 25 mg tablet once nightly for leg pain, flonase nasal spray (2 sprays in each nostril once daily), glycolax powder 17 grams once daily for constipation lactase 3000 units caplet (two caplets tid for milk intolerance, zetia 10 mg tablet once daily, cerovite liquid 15 ml once daily for nutritional support, zantac 15 mg/ml (10 ml bid for gerd), zelnorm 6 mg tablet bid for chronic constipation, tricor 145 mg tablet once daily. Jevitty 250 ml qid (7 am, 11 am, 3 pm, 7 pm), protonix 40 mg tablet bid, patanol 0.1% eye drops (two drops in each eye bid for dryness, fluocimolone 0.01% cream (apply topically to face bid), ketoconazole 2% cream (apply topically to face bid), and xanaderm ointment (apply topically to g-tube site bid).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8590-1, lot# n456301, implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was receiving baclofen with concentration 1000 mcg/ml via their implanted intrathecal pump. The manufacturer / type of baclofen, dose rate, drug therapy dates, and drug lot number were unknown / not reported. The indication for use regarding the pump was intractable spasticity and cerebral palsy. The patient had cancelled several refill appointments and upon visiting the hcp on (B)(6) 2015 the pump volume read was zero ml. The pump became empty 2.5 weeks ago and the pump was alarming for 2.5 weeks. The patient experienced increased spasticity and more frequent seizures over 1 week. The date of the event was noted as "(B)(6) 2015" the pump was refilled with 20 ml of baclofen. The reporter was unsure what the new starting dose was. It was being considered that a cautious approach be used regarding restarting the dose at the current infusion rate as the patient could be considered naive at this point. No surgical intervention was planned. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. No further information was reported. Additional information requested included clarification of baclofen intrathecal, other medications the patient was taking at the time of the event, and medical history.